Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had receive unexpected restart. The blood glucose level was 301 mg/dl. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, self test, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart alarm noted during test. (B)(4).